Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath during aspiration. After the catheter was inserted, the sheath was aspirated, and a lot of bubbles were seen at the time. Previously a mapping catheter had been used with the sheath and no air had been seen at that time when aspirating. No patient complications and the procedure was successfully completed. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.